Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was drainage from the implantable cardioverter defibrillator (ICD) wound site. Blood cultures were (B)(6). The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.